Manufacturer narrative:
Cynosure's clinical team investigated the event and determined it was inconclusive. Per clinical: marginal mandibular nerve palsies can occur with any sort of manipulation of structures in and around the jawline. The injuries reported are part of the associated risks of this procedure. It was also noted that patient had liposuction performed at the time of myellevate procedure. Cynosure physician reviewed this incident and communicated that the effect is temporary. The physician then suggested botox to the contralateral side and 3-6 months for it to resolve. Patient was given doxycycline as preventative medication and 10 units of botox was injected to the left depressor anguli oris as medical intervention. This is a reportable adverse event due to patient receiving medical intervention.

Event description:
It was reported that patient experienced pain following a myellevate treatment. Physician who performed treatment suspects cervical branch nerve injury with pseudoparalysis of the marginal mandibular nerve.